Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, low pacing impedance was noted on the right atrial (ra) lead. The low pacing impedance was suspected to be due to unconfirmed lead damage. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance and lead damage were confirmed. As received, a partial lead (only the distal portion) was returned in one piece. High potential (high voltage) test of the lead failed, and electrical arcing was noted beneath the suture tie impression. Dissection of the lead found the inner insulation was breached/damaged in the location beneath the suture tie impression. The cause of the reported events was due to breached/damaged inner insulation consistent with suture tie forces.